Event description:
Lasik eye surgery resulting in severe damage. I had three years of good vision and then developed severe dry eye. Had tear duct plugs, cauterization and finally surgery to snip off duct outlet and sew shut to bring more tears. Then, I developed glaucoma, cataracts, and loss of depth perception as well has night halos and poor night vision so, I cannot drive after dark.